Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the surgeon couldn't get a piece of one of the old leads out of their back. They were told it'd still be safe for mris but they're scared to death and wondered if there's metal that would cause injury and they don't feel safe doing it. Review that to be MRI eligible the lead fragment would need to meet some requirements that they could further discuss with healthcare provider (hcp). They'll follow-up with them on (B)(6). On 2026-may-19 additional information was received from a healthcare professional (hcp). The hcp reported that the ins and lead were removed on (B)(6) 2026. They noted that the cause of being unable to remove a piece of the old lead was due to the lead breaking when trying to explant it. When asked about what would be done to resolve the issue, they stated that nothing would be done as the abandoned lead fragment was well within centimeter length for a safe MRI per the package insert. No further action would be taken to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1vckv serial # implanted: (B)(6) 2019; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.